Event description:
The rptr stated that she was getting an er1 with control solution. The lifescan rep discovered that the rptr was using one touch instead of surestep solution. No change in treatment, no medical intervention, no adverse reactions, and no allegation of harm.